Event description:
It was reported that the pump alarmed no disposable clamp tubing. The patient was instructed to stop and restart the pump. The pump was then running correctly. No patient injury was reported.

Manufacturer narrative:
The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.